Event description:
It was reported that an ilet user experienced repeated hypoglycemic events after several months of use, including a documented blood glucose of 42 mg/dl, while frequently pausing the system, not announcing meals, and treating perceived lows at 80¿90 mg/dl with a downtrend arrow. Symptoms included shakiness, lethargy, and emotional variability. Outcomes included self-treatment with oral glucose sources such as candy, gummies, and juice, without hospitalization. Investigation included troubleshooting and education on device use, including guidance on avoiding unnecessary pauses, avoiding treatment while in range, and resuming meal announcements to support algorithm learning. Investigation of this case revealed that user behaviors that interfered with automated dosing and algorithm adaptation contributed to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.